Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end cap on the bd intima-ii" closed IV catheter system was loose during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse gave the patient an intravenous infusion. The patient requested to use an indwelling needle. The nurse connected the indwelling needle to exhaust, and found that the top of the heparin cap of the other connector bulged outwards, which was abnormal. In order to prevent the heparin cap occured unexpected event , for example broken or fall off ect. The nurse replaced a new intima ii to intravenous infusion."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169536. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Based on the provided event description our engineers have determined that the root cause is related to the inspection process. The bulging prn is a cosmetic issue that does not affect the functionality of the device.

Event description:
It was reported that the end cap on the bd intima-ii¿ closed IV catheter system was loose during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "the nurse gave the patient an intravenous infusion. The patient requested to use an indwelling needle. The nurse connected the indwelling needle to exhaust, and found that the top of the heparin cap of the other connector bulged outwards, which was abnormal. In order to prevent the heparin cap occured unexpected event , for example broken or fall off ect. The nurse replaced a new intima ii to intravenous infusion."